Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during fill five of six. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr then advised the hp to either start over with new supplies or to finish therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.